Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: the pt underwent a hernia repair procedure. The pt allegedly experienced pain and injury. Pt has experienced infections and hospitalization.